Event description:
During a routine hemodialysis treatment, the operator inadvertently left the saline line clamp and t clamp open, allowing the saline bag to empty and causing an arterial air alarm. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. No problem was found with the returned cartridge. The arterial air alarm and subsequent blood loss is attributed to user error, as the operator inadvertently left the saline line clamp and t clamp open which introduced air into the blood circuit. The cycler alarmed appropriately to the presence of air in the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and provided additional review to the patient. Nxstage medical considers this report closed. No additional information will be provided.